Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that no delivery alarms are constantly occurring and he has done troubleshooting on his own. Customer stated that he can remove the set from his body and push the insulin with the pump. Customer stated that the insulin exits. Customer's blood glucose is 187 mg/dl. Customer stated that the alarm occurred previously and it occurred during bolus. Customer stated that the alarm occurs during basal but more often during boluses. Customer was advised that he may be inserting into scar tissue. Customer was advised to try alternate locations as per site chart.